Manufacturer narrative:
Eval completed. One 23ga cutter was returned in a 7823 cannula box, not the original packaging. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was slightly bent. The port window was in the opened position. The tubing was missing. The back cap is off center of the vent hole in the side of the cutter body by approx 5 degrees. Functional testing cannot be performed due to the missing tubing. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 3. See 1920664-2013-00110 and 1920664-2013-00111.

Event description:
The user facility in thailand reported the cutter stopped working when set above 3000 cpm; however the cutter works fine when set below 3000 cp. No patient impact reported.